Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an 8fr super arrow-flex (saf) sheath with the dilator. Upon return, the dilator hub was received broken off from the dilator body. The dilator tip appeared typical. The sheath tip and hub appeared typical. No blood was noted. No other damage or abnormalities were noted. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath tip damaged in use is not confirmed. Upon visual inspection, the dilator hub was returned not attached to the dilator body. No damage was found on the sheath tip. (B)(4) has been initiated to investigate cause of the issue. The root cause of the complaint is undetermined.

Event description:
It was reported that the tip of the sheath had broken off/ unraveled. The event occurred in the (B)(6) radiology department during insertion. The device was removed and it was unknown if it was replaced. There was no death reported. Patient information is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the sheath had broken off/ unraveled. The event occurred in the gi/ gu radiology department during insertion. The device was removed and it was unknown if it was replaced. There was no death reported. Patient information is unknown at this time.